Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that they obtained discordant, falsely low creatinine (creat) results on multiple patient samples on an advia chemistry xpt instrument. A siemens customer service engineer (cse) was dispatched to the customer's site multiple times and performed the following: replaced dilution probe assay, clot sensor and check valve; primed sample-dilution pipette, ran quality controls and verified alignment, resulting acceptably. The cause of the discordant, falsely low creat results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low creatinine (creat) results were obtained on multiple patient samples on an advia chemistry xpt instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate advia chemistry xpt instrument and the customer reported that the repeat results were expected for the patients. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low creat results.